Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed "little cuts all over his back from screws which were coming out of the electrodes during his time using the lifevest". The patient followed up with his physician who confirmed that the patient can end use and return the lifevest equipment. The patient also was provided a medicated cream to apply on the skin irritation. The patient's wife confirmed that the skin irritation has improved.